Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during inspection an alarm sounded when the occlusion pressure reached around 40. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. Event history was not extracted because the downstream occlusion (dso) sensor was found to be defective. Primary problem was replicated. The downstream sensor was re-calibrated. Performed all function test and all passed.